Event description:
Complainant alleged that during functional testing, the device intermittently does not power on and takes up to 80 seconds to power on when turned on in monitor mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.